Event description:
It was reported by customer that the guidewire would not retract. The nurse was able to pull out the entire accucath. Pt was difficult access. Response received (B)(6) 2023. No pt harm. Rn was able to remove entire device. Addt response received (B)(6) 2023. Issues with needle retracting from facility. Nurse states that they placed the accucath successfully without resistance and went to push the safety and needle would not retract.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty withdrawing the needle was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. The sample was received with the safety button pressed and the needle fully withdrawn into the housing. The catheter overlaid the guidewire. Blood residues were observed within the catheter. Microscopic inspection of the catheter tip revealed deformation. The tip exhibited an elliptical cross-section. One corner of the ellipse flared outward and curled back towards the catheter shaft. The safety mechanism was reset. The guidewire was initially immobile within the needle shaft. The lack of guidewire mobility appeared to be caused by coagulated blood residue within the needle. Mobility was established through device manipulation. Following establishment of guidewire mobility, the safety was activated and the needle was fully withdrawn into the housing. Microscopic inspection of the guidewire revealed curved shape memory near the coil tip and approximately midway along its length. The coils appeared slightly misaligned, but were intact. While the needle was fully withdrawn in the housing upon receipt of the device, resistance was observed when advancing and retracting the guidewire within the needle. It is possible that such resistance was also experienced by the user during attempted device placement. The source of that resistance appeared to be coagulated blood product adhering the guidewire to the inside of the needle cannula. The observed guidewire and catheter deformation were consistent with attempted insertion against resistance, which also may have contributed to the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that the guidewire would not retract. The nurse was able to pull out the entire accucath. Pt was difficult access. Response received 18 aug 2023. -no pt harm. Rn was able to remove entire device. Addt response received 07 sep 2023. Issues with needle retracting from facility. Nurse states that they placed the accucath successfully without resistance and went to push the safety and needle would not retract.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.